Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unknown antibiotic for peritonitis (dose, route and frequency not reported). At the time of this report, the patient was not yet recovered from the peritonitis event. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter disposable. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.